Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred and the customer was admitted to the hospital. Customer's blood glucose was not reported. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.